Event description:
It was reported that patient infusion set accidentally pulled out event on (B)(6) 2026 during use and patient experienced high blood glucose level and treated with correction injection via multiple dose injection.

Manufacturer narrative:
Initial 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.